Event description:
It was reported that the customer was hospitalized for low blood glucose that resulted in a car accident. It was reported the the customer blood glucose went so low that she went into coma and head trauma. It was reported that the customer bolused 6 units of insulin without checking the blood glucose. It was also reported the insulin pump was cracked during the accident. Troubleshooting was not performed at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.